Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.045.008. Lot number: 68p5566. Manufacturing site: (B)(4). Release to warehouse date: 06 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the retent pin scrdriver qc hex 12/sht/xl25 (part #: 03.045.008, lot #: 68p5566) was received at us customer quality (cq). Upon visual inspection, the shaft of the device was observed to be broken at its distal end and no broken piece was returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the diameter of the shaft of the device was measured to be within the specification. Document/specification review: the following current and manufactured revisions were reviewed: retention pin scr.driver w quick coup; shaft for retention pin; no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was broken at the distal end. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is a synthes sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the retention pin on the short power screwdriver had the threaded portion break off at the base of the retention pin. The threaded portion broke off into the screw. The patient had very dense bone which made final seating of the screw more difficult due to the widen threads at the head of the screw. It needed more torque to final seat the proximal interlock screw. The surgeon had a visual on the screw so when they pulled out the driver; he was able to use a hemostat to retrieve the threaded portion of the retention pin. There were no fragments generated. The surgery was delayed for five (5) minutes in retrieval. The procedure was successfully completed. This report is for a retention pin. This is report 1 of 1 for (B)(4).